Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in the field action and returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the patient presented to the emergency room and their device was at end of life (eol). When the device was tested by the company representative, there was appropriate pacing and sensing. However, a strip that was obtained prior to the testing revealed that the patient had an intrinsic rhythm of approximately 40 beats per minute with no pacing. It was noted that the device had reached elective replacement indicator (eri) about four months earlier. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.